Event description:
The customer reported that on approximately (B)(6) 2011, two samples produced erroneously elevated thyroid uptake (tu) results above the normal reference range. The customer does not have the exact results for the tu samples. The samples were run on an access 2 immunoassay system. Subsequent testing of the patient samples produced lower results within the normal reference range. The erroneous results were not released from the laboratory and there are no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. A review of customer supplied data indicated acceptable system check and calibration results. However, quality control (qc) results for thyroid uptake (tu) indicated periodic imprecision. All qc levels showed intermittent high values outside the established reference range. These high value results were accepted by the customer because the other two quality control levels were in range. Customer set qc ranges appeared to be set too wide, potentially hiding outlining results that would be out of tolerance per appropriately established standard deviations. This issue was addressed with the customer and it was recommended that they reevaluate their qc ranges to be comparable to peer populations and expected assay results.

Manufacturer narrative:
Service was not dispatched. A definitive root cause has not been determined for this event to date.

Manufacturer narrative:
(B)(4).